Manufacturer narrative:
A review of the device history record was performed and confirmed that no non-conformance was noted. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on may 16, 2018 the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval approximately 14 days later, on or about (B)(6) 2012 by dr. (B)(6). The physician was unable to retrieve the filter due to tilt, embedment and perforation. Argon¿s attorneys are attempting to gather additional information.